Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported left side preventative replacement. Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the received photograph(s) show: ¿ rupture: no observed. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side preventative replacement and healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Patient reported left side preventative replacement. Healthcare professional later reported rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b1, b6, d4, e1, e2, e3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side preventative replacement and healthcare professional later reported rupture. The device has been explanted and replaced.